Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient is expecting to have their drg system explanted due to pain at the ipg site.

Event description:
Patient underwent surgical system explant on (B)(6) 2022 due to pain experienced at the ipg site.

Manufacturer narrative:
A patient experiencing pain at the ipg site was reported to abbott. No intervention is planned at the time. In an update, it was reported the system was explanted 07 dec 2022 without complications. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.